Manufacturer narrative:
Additional information: d4 catalog number updated.

Manufacturer narrative:
Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details. Additional information has been provided in d1. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via right femoral artery post coronary angioplasty procedure in a 78 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. After transfer to the intensive care unit, a hematoma was observed at the right groin site. On day 2 of support, the device was explanted. Vascular injury is a known risk associated with impella cp as described in the instructions for use.